Event description:
Patient reported hypoglycemic event after priming the tubing and filling the cannula. She denied priming the tubing while being attached to the pump. Blood glucose was reported to be 31 mg/dl and paramedics transported her to (B)(6) hospital in (B)(6), where she received care in the emergency room until blood glucose stabilized 2 hours later.

Manufacturer narrative:
Patient states review of prime history shows correct cannula fill amount (0.40 units). She reports her blood glucose levels often drop following the cannula fill step and may occur as often as every other site change. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.